Manufacturer narrative:
(B)(4). On (B)(4) 2017, writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep stated via email: tip of the scissors broke off during the excision of scalp. Patient was x-rayed and flushed and no sign of the scissor tip was in patient. On 05sep2017 additional information: what was the patient¿s outcome? Patient was sent for imaging to confirm that tip of scissors were not able to be identified. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? We provided scissors, but do not have tip that broke off. No further information available.

Manufacturer narrative:
(B)(4). The sample was provided and an evaluation was performed. The root cause is determined to be from misuse or improper maintenance. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.